Event description:
The customer reported the battery could not be detected by the device.

Manufacturer narrative:
(B)(4). The customer reported the battery could not be detected by the device. A follow-up report will be submitted upon completion of the investigation.